Event description:
It was reported that 'the cassette was not being taken'. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a non-functional dso and scratched lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.